Manufacturer narrative:
A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Event description:
It was reported before a total knee replacement procedure, it was discovered the saw blade retention screw on the oscillating bone saw double hose connector was stripped. It was reported a spare device was available and was used to complete the procedure with no further problems. There was no delay in the procedure and no harm to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Manufacturer narrative:
Additional narrative: device was received for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A device history record is not available as device is much older than 10 years. One serial number from 2003 is (B)(4), another serial number from june 2013 is (B)(4). Therefore, the article was produced around the year 1996. The documents for instruments have to be stored for 10 years. Correction: reportedly, the event did not occur during the procedure; it broke before the case started.

Event description:
Reportedly the event did not occur during the procedure; it broke before the case started.

Manufacturer narrative:
The additional evaluation states that the reporter's complaint of cap screw damaged was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time.